Manufacturer narrative:
H.6. Investigation summary a device history review was conducted for lot number 8079061. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot. The units were performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint h3 other text : see h.10.

Event description:
It was reported that bd intima-ii¿ closed IV catheter system leaked during use. The following information was provided by the initial reporter: on (B)(6) 2020, at 13:40, before performing the repair operation on the index finger of left hand, the nurse placed the vein indwelling needle for the patient. Before the puncturing, the indwelling needle was checked within the term of validity, and the puncturing was performed according to the normal operation process, the puncturing was successfully. After withdrawn the needle, the nurse found that there was the continuously leakage with 0.9% sodium chloride liquid and blood at white septum of the indwelling needle which was used for opening tube, it would cause retrograde infection to the patient. The nurse immediately withdrew the needle and took another new indwelling needle to puncture.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii¿ closed IV catheter system leaked during use. The following information was provided by the initial reporter: on (B)(6) 2020, at 13:40, before performing the repair operation on the index finger of left hand, the nurse placed the vein indwelling needle for the patient. Before the puncturing, the indwelling needle was checked within the term of validity, and the puncturing was performed according to the normal operation process, the puncturing was successfully. After withdrawn the needle, the nurse found that there was the continuously leakage with 0.9% sodium chloride liquid and blood at white septum of the indwelling needle which was used for opening tube, it would cause retrograde infection to the patient. The nurse immediately withdrew the needle and took another new indwelling needle to puncture.